Event description:
Customer reported that she was hospitalized for diabetes ketoacidosis. Customer stated that she was vomitting prior to hospitalization. Troubleshooting was performed and pump appeared to be operating normally. Occlusion test could not be performed since customer did not have a clamp. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.